Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experiencing frequent infections and is currently pregnant. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The recert, dreamstation auto device was returned to a third-party service center for service. During the evaluation of the device, the third-party service center visually inspected the device and found the unit does not power on and the pca needed to be replaced. There was no evidence of foam particles or degradation. The device was scrapped. The manufacturer has also updated the recall number in this report to z-1974-2021. Section h updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing frequent infections and is currently pregnant. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.